Event description:
The initial report alleged pain and explant. The following is based on medical records provided by the pt's attorney: (B)(6) 2005: repair of incisional hernia with composix kugel mesh, division of extensive adhesions, partial omentectomy. On (B)(6) 2007: repair of multiple incisional hernias (x3) with non-bard mesh, release of small bowel obstruction with excision of bard composix kugel mesh, division of multiple dense intra-abdominal and fascial adhesions.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-04. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the medical records provided, it is unk whether the device may have caused or contributed to the reported event. The pt who has co-morbidities of obesity and diabetes, underwent repair of an inguinal hernia in (B)(6) 2005, with a composix kugel mesh. Approximately two years later, the pt developed multiple incisional hernias x3 and underwent repair with a non-bard mesh and division of dense intra-abdominal and fascial adhesions. The composix kugel mesh was explanted. The info provided indicates that the pt was treated for recurrence and adhesions, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.